Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter, the patient was placed into a central venous catheter set on (B)(6) 2021 due to chronic renal insufficiency to maintain regular hemodialysis treatment. The patient was admitted to the hospital for hemodialysis on (B)(6) 2023. After the start, blood was found to be exuding from the venous end of the central venous catheter. The hemodialysis line was replaced immediately but there was still blood flow. After examination, it was found that there was a crack at the venous end connector (luer adapter) of the hemodialysis catheter. Tego was not utilized. Iodophor was the cleaning agent used on the device and usually utilized to clean the adapters. There was nothing unusual observed on the device prior to use, there were no other products utilized and flushing was performed with normal result. The venous end interface was replaced and cefdinir capsules were taken orally to prevent infection but the event did not result to any patient's infection. After that, hemodialysis treatment was successfully completed. There was unspecified amount of blood loss and blood transfusion was not needed. There was no intervention/medical treatment required as the result of the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was placed into a central venous catheter set on (B)(6) 2021 due to chronic renal insufficiency to maintain regular hemodialysis treatment. The patient was admitted to the hospital for hemodialysis on (B)(6) 2023. After the start, blood was found to be exuding from the catheter's venous luer adapter (venous end connector). After examination, it was found that there was a crack at the venous luer adapter where blood leak was also located. The hemodialysis line was replaced immediately but there was still blood flow. Tego was not utilized. Iodophor was the cleaning agent used on the device and usually utilized to clean the adapters. There was nothing unusual observed on the device prior to use, there were no other products utilized with the device and flushing was performed with normal result. The catheter was still implanted and it was not replaced but the venous end interface was replaced and cefdinir capsules were taken orally to prevent infection or as prophylaxis. The event did not result to any patient's infection. After that, hemodialysis treatment was successfully completed. There was unspecified amount of blood loss and blood transfusion was not needed. There was no intervention/medical treatment required as the result of the event. There was no reported patient injury.